Event description:
The customer reported via phone call that they had blood at site. The customer stated the site was not actively bleeding at the time of the call. The customer also reported experiencing high blood glucose. Customer's blood glucose was over 450 mg/dl. Customer reported experiencing dry mouth and frequent urination from their blood glucose. The customer treated their blood glucose with the insulin pump. Customer's current blood glucose was 178 mg/dl. Troubleshooting did not find any issue with the customer's insulin pump. The customer also reported the sensor was not bent during troubleshooting. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.